Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During test in a reference ventilator it was failing the pre-use check. The test log from the pre-use check shows that the oxygen gas module deliver less oxygen gas to the patient with the consequence that the oxygen concentration will be lower than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs.

Event description:
(B)(4).

Event description:
It was reported that the ventilator was reading low tidal volumes and low oxygen concentration. There was no harm to the patient. (B)(4).